Event description:
Rptr states, "insert did not snap on properly, insert was loose." A alternate insert was used to complete the surgery. There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
Summary of evaluation: the evaluation results verified this reported event. A design change was incorporated in 12/1996 to reduce or eliminate this condition.